Manufacturer narrative:
Additional symptom of (screaming).

Event description:
On (B)(6) 2017, the (daughter) reporter for the patient (father) contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to another device (ambulance meter). The complaint was classified based on the customer care advocate (cca). The reporter detailed that the alleged issue first began on (B)(6) 2017, 4:00am, when the patient was experiencing symptoms of ¿delirious and screaming¿. The reporter stated that the patient then tested his blood and obtained an alleged glucose result of 95mg/dl on the subject meter. The patient too unspecified pills and insulin and called the ambulance. The ambulance arrived at 5:00am and obtained a blood glucose result of 45mg/dl on their meter which meant the reading were taken more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter detailed the patient received hcp treatment of IV glucose and was taken to hospital. At the time of troubleshooting, the cca confirmed that the patient was unable/unwilling to say if subject meter was set to the correct unit of measure, the sample was taken from an approved sample. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.